Event description:
Manufacturer reference number: 1627487-2019-05494.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; manufacturer reference number: 1627487-2019-05494. It was reported that the patient had the system explant for unknown reasons.